Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse did not find any hardware issues with the analyzer. The customer reported that he will contact the manufacturer of the plasma specimen tubes to continue troubleshooting this issue. This event is related to a similar event that occurred on (B)(4) 2011. Refer to medwatch report no. 2050012-2011-04877 for additional information regarding resolution of this event.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report erroneously high results for potassium (k) for patient samples assayed on a unicel dxc 600 pro synchron chemistry analyzer. The patient sample results were not reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control (qc) results were recovering within the laboratory's established ranges both prior to and after the event. . The customer reported that the erroneous k results were obtained from plasma specimen tubes. When the erroneous k results were discovered, the corresponding serum specimen tubes were assayed. Normal results were obtained with the serum specimen tubes and these results were reported outside of the laboratory. The erroneously high results for k were typically in the range of 5.8 - 6.9 mmol/l. The corresponding results from the serum specimen tubes yielded results in the range of 4.3 - 4.6 mmol/l. The laboratory discontinued use of the plasma specimen tubes and began assaying for k using serum specimen tubes.